Event description:
It was reported that "ceramics came off and fell in patient. The product has fallen apart". The procedure was completed successfully. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation.the event is filed under internal karl storz complaint ID: (B)(4).